Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15741238.

Event description:
It was reported that after an ipg upgrade procedure, the patient was experiencing loss of stimulation as a result of high impedances. X-ray was taken and the result showed that the leads were fine. The patient underwent a lead revision procedure. The explanted leads will be returned.

Event description:
It was reported that after an ipg upgrade procedure, the patient was experiencing loss of stimulation as a result of high impedances. X-ray was taken and the result showed that the leads were fine. The patient underwent a lead revision procedure. The explanted leads will be returned.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6)). The returned lead was analyzed. With all the available information, boston scientific concludes that the reported event could not be confimed. Visual inspection revealed that the lead was cleanly cut approximately 18 cm from the proximal end and the distal portion was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body and incomplete returned product. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Review of the DHR revealed no manufacturing deviations that could have contributed to the event reported. Sc-2218-70 (sn: (B)(6)). The returned lead was analyzed. With all the available information, boston scientific concludes that the reported event could not be confimed. Visual inspection revealed that the lead was cleanly cut approximately 20.5 cm from the proximal end and the distal portion was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body and incomplete returned product. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Review of the DHR revealed no manufacturing deviations that could have contributed to the event reported.

Event description:
It was reported that after an ipg upgrade procedure, the patient was experiencing loss of stimulation as a result of high impedances. X-ray was taken and the result showed that the leads were fine. The patient underwent a lead revision procedure. The explanted leads will be returned.